Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced pelvic pain, abdominal pain radiating into the back, and issues with bowel movements. The implant cannot be removed per the patient's physician.